Manufacturer narrative:
S. Pohja, g. Sebastiani, m. Camilli, r. Biancolini, c. Tonelli, e. Conti (sarzana, la spezia). "Is the rezum treatment effective in patients with bph complicated by urinary chronic retention? Our preliminary experience." European urology open science 44 (suppl. 1), (2022) s1 - s148.

Event description:
It was reported via an article published in european urology open science that a retrospective review was conducted of patents who had undergone water vapor therapy procedures for treatment of benign prostatic hyperplasia (bph). This study sought to determine if water vapor therapy treatment is effective in patients with benign prostatic hyperplasia complicated by chronic urinary retention. The medical records of 92 patients who underwent water vapor therapy between january 2019 to december 2020 were reviewed. The mean age of the patients was 75 years old (range 62 years to 84 years), mean ipsa was 3.7 ng/ml, and mean adenoma volume was 99 cc (65-270 cc). 51 of the patients (55%) had been carrying a catheter for urinary retention secondary to bph. All patients had catheterization time >3 months prior to the procedure. The mean catheterization time prior to treatment was 7.8 months (range 3-14 months). The mean operative time was 12.5 minutes (range 11-14 min). All patients were discharged four hours following the procedure. The catheters were removed after 4 to 6 weeks. Forty-eight patients (92%) were able to experience spontaneous micturition. Following the procedure, 21 (44%) patients continued to use alpha-litic therapy. In three patients, post-operative urinary tract infection was observed and treated with antibiotics. Two patients required dis-obstructive surgery.

Manufacturer narrative:
S. Pohja, g. Sebastiani, m. Camilli, r. Biancolini, c. Tonelli, e. Conti (sarzana, la spezia). "Is the rezum treatment effective in patients with bph complicated by urinary chronic retention? Our preliminary experience." European urology open science 44 (suppl. 1), (2022) s1 - s148. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with water vapor thearpy procedures as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported via an article published in european urology open science that a retrospective review was conducted of patents who had undergone water vapor therapy procedures for treatment of benign prostatic hyperplasia (bph). This study sought to determine if water vapor therapy treatment is effective in patients with benign prostatic hyperplasia complicated by chronic urinary retention. The medical records of 92 patients who underwent water vapor therapy between january 2019 to december 2020 were reviewed. The mean age of the patients was 75 years old (range 62 years to 84 years), mean ipsa was 3.7 ng/ml, and mean adenoma volume was 99 cc (65-270 cc). 51 of the patients (55%) had been carrying a catheter for urinary retention secondary to bph. All patients had catheterization time >3 months prior to the procedure. The mean catheterization time prior to treatment was 7.8 months (range 3-14 months). The mean operative time was 12.5 minutes (range 11-14 min). All patients were discharged four hours following the procedure. The catheters were removed after 4 to 6 weeks. Forty-eight patients (92%) were able to experience spontaneous micturition. Following the procedure, 21 (44%) patients continued to use alpha-litic therapy. In three patients, post-operative urinary tract infection was observed and treated with antibiotics. Two patients required dis-obstructive surgery.